Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went off causing the patient to be knocked flat and broke the arm. The patient added that the device was shocking the patient regularly every two weeks to the point that the patient was winding up in the hospital every month. Furthermore, the patient was informed that the device battery is getting low and likely needs a change-out by end of the year. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the allegation. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went off causing the patient to be knocked flat and broke the arm. The patient added that the device was shocking the patient regularly every two weeks to the point that the patient was winding up in the hospital every month. Furthermore, the patient was informed that the device battery is getting low and likely needs a change-out by end of the year. To date, the device remains in service. No adverse patient effects were reported. Additional information from medical records indicated that the device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went off causing the patient to be knocked flat and broke the arm. The patient added that the device was shocking the patient regularly every two weeks to the point that the patient was winding up in the hospital every month. Furthermore, the patient was informed that the device battery is getting low and likely needs a change-out by end of the year. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.